Event description:
It was reported that the patient experienced a loss of therapeutic effect with return of symptoms following pump replacement. The patient had been receiving oral baclofen which had improved the patient's symptoms. The patient was scheduled for add'l diagnostics and programming in early january. In early 2008: add'l info received from the hcp reported that the patient also experienced irritability. The patient's symptoms were due to underdosing. The patient's dose was increased on flex scheduling which appeared to have helped. On 1/28/2008: add'l info received indicated the patient continues to have an overall loss of therapeutic effect with more spasms on the right side. All symptoms started following the replacement of the patient's pump in october. The patient continues to be treated with oral baclofen as well as increasing doses of the intrathecal lioresal. On original date, the patient's dose of lioresal was increased from 154.9 mcg/day to 180 mcg/day but the patient continued to have spasticity. A rotor study showed no issues. The hcp reported having difficulty aspirating fluid through the cap. Only 0.8cc of fluid were able to be aspirated. The hcp was questioning if the pump was filled were able to be aspirated. The hcp was questioning if the pump was filled with 500 mcg/ml lioresal instead of 2000 mcg/ml when it was placed in october. The hcp had not been able to confirm through post operative notes or pharmacy records which concentration was placed in the pump. On 2/8/2008: add'l info received reported that the lioresal was sent for analysis to determine the drug concentration. Analysis revealed the concentration was 1875 mcg/ml which is 6% less than the expected 2000 mcg/ml concentration. This variance is outside of the 5% guarantee margin. The hcp also noted a reservoir volume discrepancy greater than 25% with an expected reservoir volume of 7.5ml and actual reservoir volume of 14.5ml. The patient was being managed with oral baclofen for now and was doing well with this. The patient's pump and the catheter connector were replaced and returned to the MFR for analysis due to the "side port" being occluded. The hcp reported that the catheter dye study was performed which revealed that the catheter was patent. No patient outcome was reported.

Manufacturer narrative:
The device has been returned to the MFR for analysis which is not complete as of the date of this report. A follow-up report will be sent when the analysis is completed.